Event description:
Patient had nxstage control unit failure after multiple pak prime errors. Equipment was swapped pt had an out of box failure resulting in another swap of equipment. Pt used hanging bags for one week causing disruption in hemodialysis prescription.